Event description:
Nicview flexible arm assembly (39.5" = 100cm) ce - camera and arm falling of the railing, did not hit a patient in the process. Technical service made follow ups, and the dp confirmed they are still waiting for information from the customer on complaint questionnaire and product return. No injuries reported.

Manufacturer narrative:
Initial report (ref natus complaint# (B)(4)). UDI number not applicable. Email received from distributing partner (dp) stating that customer has a nicview arm complaint. Dp states they received notice of a "near incident" event from their customer which occurred on (B)(6) 2022. Customer's arm does not hold position. There was an incident where the camera and arm fell, but did not hit the patient. Technical support requested clarification on if the customer believes this should have been an adverse event based on the arm issue. Ts stated based on the description of the event, the screw is too tight. Dp was asked to inform the customer that the fca remediation will correct this issue. Customer should also be made known that the cameras should never be placed over the bed. Dp provided response stating there was no death or serious injury. Per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Acceptable risk associated with the complaint per hazard ID (B)(4) risk analysis for nicview spreadsheet, the risk is considered low. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed related CAPA (B)(4). Ts made follow up with dp. Dp confirmed they are still waiting for information from the customer on complaint questionnaire and product return.

Event description:
Nicview flexible arm assembly (39.5" = 100cm) ce - camera and arm falling of the railing, did not hit a patient in the process. Technical service made follow ups, and the dp confirmed they are still waiting for information from the customer on complaint questionnaire and product return. No injuries reported.

Manufacturer narrative:
Follow up report 001 (ref natus complaint# (B)(4). Four attempts were made to confirm if product was available for return for investigation. 15-nov-2022: no additional follow up received from customer, unable to confirm part will be returned. 02-dec-2022: case closed, no follow up from customer. Faillure confirmed: no investigation result code: neuro sbu/product not returned closure rationale: complaint could not be verified, materials not returned for analysis. Low safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.